Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded the cartridge however the cartridge alarm keeps recurring. The customer continued to use the pump for insulin therapy but has an alternate pump if needed. There was no adverse impact to the customer¿s blood glucose level.